Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic sub-total colectomy, the moving jaw part of the device detached from the device. The broken piece was retrieved. There were no patient consequences reported. The surgeon used another like device to successfully finish the procedure. Surgery was not delayed due to the reported event. Fragments were generated, but were easily removed without additional intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2020. D4: batch #t93v2z. Investigation summary the device was received the lower jaw detached at the welding point. The device was connected to the generator and it was recognized. Because the jaw was damaged, not all functional testing could be performed with the generator. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.